Event description:
It was reported that the right ventricular (rv) lead had a high number of short interval counts (sic) and had no capture at 8 volts. The physician commented that the cause of the issues was unknown but that there was a leakage. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: product ID 5554-53, implantable pacing lead, implanted: 2010-(B)(6). (B)(4).